Manufacturer narrative:
The reported event that the lens broke off was confirmed through the visual inspection. It was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the lens of the device was identified to have broken off. No patient involvement or procedural delays were associated with this event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the lens of the device was identified to have broken off. No patient involvement or procedural delays were associated with this event.